Manufacturer narrative:
The device was not returned to mmdg for investigation. Based on the information provided by the initial reporter, the pump appears to be infusing at a rate that mmdg would consider reportable. This report will be updated if any new information is made available.

Event description:
The initial reporter stated that when the patients infusion ended there was about 100-175ml left in the bag and that the pump is under infusing. Mmdg did follow up with the initial reporter and there were no adverse events reported. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for investigation. When the device was evaluated it was found to be operating within product specifications. Based on the results of the investigation, no MDR was required.

Event description:
The initial reporter stated that when the patients infusion ended there was about 100-175ml left in the bag and that the pump is under infusing. Mmdg did follow up with the initial reporter and there were no adverse events reported. (B)(4).